Manufacturer narrative:
The device was not returned for evaluation therefore no evaluation could be completed. The lot number was not provided therefore the DHR could not be reviewed. Though there was no device issue superdimension is filing this MDR out of an abundance of caution, due to the additional risk associated with the repeat procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the fiducial was left behind in patient after the video-assisted thoracoscopic surgery. The physician was not aware the fiducial marker was an implantable device and took the patient back the next day to retrieved the fiducial. The event extend patient¿s hospitalization. There was no report of patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.